Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. However the image submitted shows a patient burn. The rf disposable grounding pad instructions for use (IFU) warns ¿avoid placement over scars, bony prominences, prosthesis, hair, or ECG electrodes. Failure to achieve good skin contact by the entire surface of the grounding pad may result in significant electrosurgical burns at the pad location¿. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported patient burn is consistent with improper placement of the grounding pad.

Event description:
During a radiofrequency ablation thoracic procedure, a patient burn occurred. Following the procedure, a burn with blistering was noted on the back of the patient's thigh. Preparation of the patient did not include removing hair from the skin. No intervention was needed to treat the burn and the patient is stable.